Event description:
A lead revision was performed due to bigeminy, caused by the placement of the left ventricular lead. The lead was replaced, but the premature ventricular contractions (pvc) still occurred. The patient was in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages found which are consistent with procedural damage.